Event description:
It was reported that the xience abbott device did not cross the restenosed lesion in the distal right coronary artery. The patient was treated satisfactorily with a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Analysis of the returned device revealed the stent was dislodged from the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The stent implant was dislodged from the balloon; however, additional information was unavailable from the account regarding when/how this occurred. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was implanted in a restenosed lesion. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) states, xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported complaint.